Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure and mirena / pregnancy with complications/pregnancy with termination") and abortion of ectopic pregnancy ("pregnancy - miscarriage from ectopic pregnancy") in a 30-year-old female patient (gravida 8, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for contraception. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy with essure)" and drug ineffective "drug ineffective (ectopic pregnancy with mirena iud)". The patient's past medical history included multigravida, parity 3 (delivery dates: (B)(6) 1996, (B)(6) 2000, and (B)(6) 2006), multigravida and missed abortion on (B)(6) 2016. In july 2016, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain severe"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with methotrexate and surgery (bilateral removal of fallopian tubes, tubal ligation). At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, cystitis, urinary tract infection, vaginal infection and fatigue outcome was unknown. The reporter considered abortion of ectopic pregnancy, cystitis, ectopic pregnancy with contraceptive device, fatigue, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter provided no causality assessment for abortion of ectopic pregnancy, cystitis, ectopic pregnancy with contraceptive device, fatigue, pelvic pain, urinary tract infection and vaginal infection with mirena. The reporter commented: medical records: (B)(6) 2016:procedure details : performed bimanual exam, uterus sounded to 8 cm. Local anesthesia not used. Tenaculum placed. Iud inserted without difficulty, using sterile technique. Strings trimmed to 2 cm. Patient tolerated procedure well. Patient instructed how to check strings. There is a discrepancy regarding essure removal. Although the patient had removed the fallopian tubes, she stated that she does not have money and definite plans for removal at this time. On (B)(6) 2017: patient desired to undergo permanent sterilization. Patient using depo until permanent sterilization. Salpingectomy was performed given her history of failed iud. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records: per pfs the plaintiff experienced an ectopic pregnancy with essure and mirena in situ. Demographic data were added; essure insertion date was updated. The following events were added: pelvic pain; cystitis, urinary tract infection, vaginal infection, abortion of ectopic pregnancy and fatigue. Incident this litigation case refers to a 30-year-old female plaintiff who claims to have had an ectopic pregnancy and abortion of ectopic pregnancy approximately 9 months after essure device and levonorgestrel ius (mirena) insertion. She was treated with methotrexate and later underwent bilateral salpingectomy and tubal ligation. She claims essure device was not removed. Information received from medical records confirms only the insertion of mirena iud on the same date she claims essure was inserted; there is no mention to essure in the medical records information received until date. The events are anticipated in the essure and listed in the levonorgestrel ius reference safety information. Pregnancy may occur under any contraceptive device, in case a pregnancy occurs with a device in situ, the risk of an ectopic pregnancy is increased. In this case, the plaintiff had unfavorable pregnancy history with 7 previous pregnancies and only 3 live births, which could also increase the risk for an ectopic pregnancy. In this case, despite discrepant information received, considering the alleged insertion of essure, causality between the ectopic pregnancy (including its consequent abortion) and both essure and levonorgestrel ius cannot be excluded. This case was regarded as incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. Further information will be obtained through litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of her fallopian tubes). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.